Event description:
The manufacturer received information alleging a ventilator's screen was not visible. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was not visible. There was no harm or injury reported. The device system board and display were evaluated and were found to be physically, and no further testing could be performed. The system board and display were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and display functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was not visible. There was no harm or injury reported. The device system board and display were evaluated and were found to be physically, and no further testing could be performed.